Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 large capacity biopsy forceps was used during a biopsy procedure performed between (B)(6), 2017 and (B)(6), 2017. According to the complainant, the patient experienced bleeding after the procedure and was hospitalized. The patient¿s hemoglobin level dropped from 14 to 9. Additionally, it was reported that there were no issues noted on the device at the time of procedure. Reportedly, the patient¿s condition is stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.